Manufacturer narrative:
The report that the station had a burning smell was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: discovered that station would not turn on due to an over current state caused by the full-height drawer. Solenoid plunger was stuck; preventing it from activating. Drawer controller board likely overheated as it tried to activate solenoid constantly. Replaced following parts: drawer controller board/pyxibus module controller/solenoid. Reconfigured and recovered the storage space; tested in diagnostic mode. Visual inspection of the received solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the received drawer controller board and pyxibus module controller observed no obvious issues; however, electrical measurement of both boards noted components to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a burning smell on a station. No further testing was deemed necessary on the received parts. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, produced burning smell on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. Upon device part investigation, it was determined that there was thermal damage observed on solenoid. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there was burning smell on the station, the field service engineer inspected, and found the station would not turn on due to an overcurrent state caused by a full-height drawer. The root cause was identified as a stuck plunger in the solenoid, which prevented it from activating. This likely caused the drawer controller to overheat as it was continuously attempted to activate the solenoid. Consequently, both the drawer controller and the controller module were damaged and failed. To resolve the issue, all three parts were replaced. The storage space was then reconfigured and recovered, and the system functioned normally. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, produced burning smell on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.